Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure using the catheter, there was a catheter array inversion. The physician manipulated the array inside the right inferior pulmonary vein (ripv) without the use of fluoroscopy, resulting in the array becoming knotted. The catheter was replaced which resolved the issue.the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012536353 was returned and analyzed. Visual inspection showed the catheter appeared knotted, inverted, electrode wires appeared exposed near the dual lumen, and a kinked pebax tube was observed on the spiral array. Mechanical verification of the steering and slide mechanisms showed the slide control was stuck due to the knotted spiral array. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. X-ray imaging confirmed an electrode wire was broken from e1. Hipot verification for the integrity of electrode wires insulation and testing for electrical passed. The continuity test failed on e1, showing an open loop. In conclusion, the reported array knot and inversion were confirmed during analysis. The catheter failed returned product inspection due to a knotted and inverted array, kinked pebax tubing, exposed electrode wires, and a broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.